Event description:
Customer reported that cartridge was not fitting properly on pump. Blood glucose level did not exceed 500 mg/dl. Technical support instructed customer to remove case from pump, inspect and clean the pneumatic tap area, and remove the o-ring. Customer was able to reload original cartridge and successfully resumed insulin therapy.